Event description:
During the implantation of a 26mm sapien 3 ultra valve in the aortic position a 14f esheath plus was inserted successfully from the left transfemoral approach. A 16 fr. Dilator from the e-sheath kit was inserted for pre-dilation of the esheath. When the valve was advanced 2/3 into the e-sheath+ resistance was met. It was noticed that the valve was not able to be passed through the esheath plus successfully. An attempt was made to remove the valve, delivery system, and esheath plus as one unit, but the valve appeared to be out of the split section of the e-sheath+ and was unable to be retrieved. After several attempts to retrieve the valve and delivery system, vascular surgery was consulted and a vascular cutdown was required to remove the valve, esheath plus and delivery system from the body. A bypass graft was attached from external iliac artery to the common femoral artery by vascular surgery.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to new information. Sections d4, g6, h2, h4 and h10 has been updated. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned for evaluation. The imagery review was performed on the images provided and the following observation were made: calcification and tortuosity seen in the patient's access vessels, pre-existing surgical valve was observed, two (2) apices at inflow side bent backward, calcification and tortuosity was seen in patient's access vessel- right side and a preexisting surgical valve. A device history record (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and verified that there has been no other complaint associated with each serial number within this lot. Manufacturing mitigations review was performed and these inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A complaint history review was performed and of the root causes identified, the following is potentially applicable to this complaint event: patient factor: pre-existing surgical valve. The IFU provides guidance for IFU, commander delivery system with s3/s3u, us, procedural training manual, us and aortic position - training manual valve-in-valve supplement. Based on the review, no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on the provided imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "during a valve-in-valve procedure for a preexisting surgical valve with a 26mm sapien 3 ultra valve in the aortic position the tine on inflow edge of valve was bent backwards in outflow direction. Possibly caught on surgical aortic valve (sav) when crossing". In this case, the thv inflow strut likely interacted with the preexisting surgical valve during valve crossing through the annulus and the thv strut was caught within the pre-existing surgical valve. As such, available information suggests that patient factors (pre-existing surgical valve) may have contributed to the reported interaction between devices. However, a definitive root cause is unable to be determined at this time. Furthermore, as thv strut was caught within the pre-existing surgical valve, it is possible additional manipulation and/or force was applied while the thv was caught within the preexisting surgical valve, which could lead to the valve damage and bent the strut backward. As such, available information suggests that procedure factors (device manipulation, interaction with pre-existing surgical valve) may have contributed to the thv frame damage. However, a definitive root cause is unable to be determined at this time. Since no product non-conformance was confirmed, neither a product risk assessment escalation nor corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted due for a correction. Sections g6, h2, h6 health effect - clinical code and h10 has been updated.